Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited high measuring impedance, decreased sensing and high capture thresholds on the ventricular channel. During pocket revision, it was noted that the setscrew was loose. The setscrew was tightened and the electrical values were normal. Next day the electrical values were again inadequate. The device was explanted and replaced. The patient's condition was stable post procedure.